Manufacturer narrative:
A patient experiencing nausea caused by stimulation reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Related manufacturer reference number: 1627487-2020-03265. It was reported the patient's scs system was explanted on an unknown date in 2015 due to the ipg protruding and nausea from stimulation. Patient declined to provide further information.